Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the ethylene oxide (gas) valve was corroded due to a component failure whereas no presumable cause could be determined for the white residue on air water channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to separate issue. During testing, the service technician identified the device had rust on ethylene oxide (gas) valve (eto) valve and white residue on air water channel. There was no patient involvement.